Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported fiber optic (fo) sensor extension was damaged. He installed the new fo sensor extension. The fse reviewed logs, no other issues found. Complete full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the fiber optic sensor extension is not working for a cardiosave intra-aortic balloon pump (iabp). It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.